Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a male patient of unspecified age who experienced knee swelling and knee pain after receiving treatment with synvisc. No past drugs, medical history, concomitant medications or concurrent condition was reported. On an unknown date (about 10 or 15 years ago), the patient received treatment with synvisc injection (route, dose, frequency, batch/lot number and expiration date: unknown) into unspecified knee for a knee disorder. It was reported that the first injection that the patient received was okay with no issues. On an unknown date, the knee swelled and the patient had pain with the second or third injection and the swelling was treated with steroid. Further reported, with the next synvisc injection, steroids were also given and the patient had no problem or pain. Action taken: no action taken. Corrective treatment: steroids for both events. Outcome: recovered for both events.